Manufacturer narrative:
Conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2012 due to the fact abbott medical optics (amo) became aware on (B)(6) 2013. The condition of the system (since the time of the initial procedure) will make the evaluation difficult to determine. Customer is only reporting this event and did not request field service or clinical support.

Event description:
Surgeon discovered an irregular astigmatism on patient's right eye post-op. Patient was ordered to discontinue use of the contact lens in right eye. No drops were prescribed. Tear use was recommended. Patient complained of distance vision blurry in right eye and seeing double. Best corrected visual acuity (bcva) on patient's was 20/30 right eye and 20/20 left eye post-op. Follow-up information was received. The contact lens use was not discontinued because patient was unable to tolerate contact lens. Pre-op bcva was 20/20. The astigmatism was resolved from a clinical perspective. As of (B)(6) 2013, the refraction for this patient's right eye is: -0.75 -0.25 x 179. However, astigmatism was not a particular concern in this case; perhaps the question is regarding diplopia surgeon was reporting, which has resolved since his last visit (B)(6) weeks prior, (B)(6) 2013. No secondary surgical correction was required. Visual outcome or symptoms significantly interfere with activities of daily living. The patient is symptomatic due to the difference (albeit mild) in uncorrected visual acuity between right and left eyes.